Event description:
A hospital in (B)(6), reported that the connector on an rt266 infant dual-heated evaqua breathing circuit was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint device for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Therefore, our investigation is based on the information provided by the hospital, previous similar investigations and our knowledge of the product. Results: the hospital reported that the circuit had a crack in the connector. Further information provided by the hospital for previous similar complaints revealed that staff sanitize their hands with (B)(4) hand sanitizer prior to handling the circuits. A lot check could not be carried out as the lot number was not provided by the hospital. Conclusion: without the return of the complaint device we are unable to confirm the problem reported by the customer. Based on the information provided by the hospital, the reported cracking may have occurred as a result of the connector coming into contact with cleaning chemicals or hand sanitizers. All infant breathing circuits are visually inspected and pressure and flow tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after it was released for distribution. The user instructions that accompany the rt266 infant evaqua2 breathing circuit state the following: "check all connections are tight before use" "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient" "set appropriate ventilator alarms" "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers"

Event description:
A hospital in (B)(6) reported that the connector on an rt266 infant dual-heated evaqua breathing circuit was cracked. No patient consequence was reported.